Event description:
It was reported by the customer that on (B)(6) 2024, norepinephrine and potassium infusions were being administered simultaneously on the same pcu. The pump module began to alarm, affecting all connected pumps and showing this message: "system error: operating channels will persist as programmed. Replace the programming module with a functioning unit at the earliest opportunity. Settings cannot be restored. Code 255-16-275." The infusions continued to run, but dosing could not be adjusted, and the alarm did not cease. It was necessary to create new infusions and switch to a different pcus and pump modules. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: report source, PMA / 510(k)# additional information: unique identifier (UDI) #, medical device serial #, report source other, device manufacture date, imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause for the reported system error was not identified during investigation. No laboratory testing could be performed due to no device being returned for investigation and the log analysis did not identify any root cause for the reported issue. Laboratory testing could not be performed due to the device not being returned for investigation. The event was reports to have occurred on (B)(6) 2024. The time of event was reported to be 04:00 am. No events were observed on the reported date, between 07sep2024 to 17jan2025 there were no events registered on the pcu. During the error log analysis, no error was observed that would contribute to the reported issue; however, it was observed the error 600.6840 recorded, two (2) times on (B)(6) 2023 and one time during (B)(6) 2025, which is caused when the ci board failed to connect. The alaris pcu system error tip sheet states that when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. Power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported system error was not identified during investigation. No laboratory testing could be performed due to no device being returned for investigation and the log analysis did not identify any root cause for the reported issue.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that on (B)(6) 2024, norepinephrine and potassium infusions were being administered simultaneously on the same pcu. The pump module began to alarm, affecting all connected pumps and showing this message: "system error: operating channels will persist as programmed. Replace the programming module with a functioning unit at the earliest opportunity. Settings cannot be restored. Code 255-16-275." The infusions continued to run, but dosing could not be adjusted, and the alarm did not cease. It was necessary to create new infusions and switch to a different pcus and pump modules. There was patient involvement but no harm.